Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancies may be due to sample handling, off-label collection, or reagent storage issues.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for 4 patient samples when using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The 4 initial patient samples generated sars-cov-2 positive and influenza a positive results. The same sample for patient 1 was repeated with the same device resulting in negative results for all targets. The same samples for patients 2, 3, and 4 were repeated with a different cobas® liat® system resulting in negative results for all targets. All 4 sample results were reported as negative. No apparent harm or injury occurred in relation to the event. An investigation is ongoing and results are not yet available. Per the FDA guidance, (4) mdrs will be filed.